Event description:
The customer called to report a motor error alarm. The customer stated she wore the insulin pump during an MRI scan. The customer was unable to run the displacement test at the time of the call. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to out of phase encoder signals.